Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 170 mg/dl (ss) and 136 mg/dl (hcp) respectively (25% difference) while in a fasting state. No symptoms were reported. There was no allegation of harm.